Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/24/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that there were several post-op infections after the use of surgicel. How many patients experienced fever and infection post-operation? At least 3 patients.

Event description:
It was reported that the patient underwent a neurological procedure on an unknown date and the absorbable hemostat was used. The patient experienced post-operative fever and infection. No further information is available.